Manufacturer narrative:
(B)(6). This event occurred in (B)(6). (B)(4).

Event description:
The sales representative indicated that the customer complained of erroneous results for (B)(6) patient tested for (B)(6).the date of event was not known. The erroneous results were reported outside of the laboratory. This medwatch will cover (B)(6). Refer to medwatch with patient identifier (B)(6) for information on the (B)(6) erroneous results. The initial (B)(6) results from the e602 analyzer were (B)(6). The actual results were not provided. The physician did not believe these results. The sample was sent to an external laboratory using the abbott method and the (B)(6) results were (B)(6). The actual results were not provided. No adverse event occurred. The e602 analyzer serial number was (B)(4). The customer provided additional (B)(6) results from (B)(6) 2016. The customer believes that these results show that (B)(4) was not detectable on the e602 analyzer.

Manufacturer narrative:
A specific root cause could not be identified. Additional information was requested for investigation but was not provided. The customer submitted a sample from (B)(6) 2016 and the (B)(6) results were from a sample from (B)(6) 2016. The sample from (B)(6) 2016 was not available for investigation. The sample from (B)(6) 2016 was tested. The sample produced (B)(6) results for the elecsys cmv igm assay, the recomline cmv igm assay, the elecsys cmv igg assay and the recomline cmv igg assay. The elecsys cmv igg avidity results were (B)(6). The data indicate the patient had been recently infected with (B)(6). The sample from (B)(6) 2016 produced results that were comparable to the competitor system.